Event description:
It was reported that a novum iq large volume pump under infused during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update the date to 02/25/2025. Additional information: h6 (replace codes), h11. H11: a review of the event history log showed no infusions on the event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.